Event description:
Stapler noted to freeze, surgeon unable to advance or pull back. No collisions internal or external identified that would cause equipment to not advance or pull back. Stapler rotated and caused an avulsion to the pulmonary artery.